Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient sought medical attention. The patient's blood glucose (bg) values reached 200 mg/dl.